Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a confirmed fracture of the right ventricular (rv) lead. It was noted that previously there had been a sharp increase in impedance trends and the device was reprogrammed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.